Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that patient arrived to the office stating their symptoms had worsened over the last month. The lead and ipg were interrogated and noticed impedances with all 0 electrode combinations were >4000 ohms, and had a remaining battery life of 9-16 months. The cause was not determined. Alternative programs not using the 0 electrode were attempted and was being tested/utilized. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was in the clinic the day before the report and they found all impedances with 0 were out of range when ran at 1.0v. When they were re-ran at 1.7v the impedance issues went away. It was also noted that the patient lost efficacy. Patient was programed at 4.0v 0- 1- 3+ and the battery estimate showed 9-16 months. A battery longevity concern was mentioned, and it was reviewed that using 0 in the programmed configuration could be the issue causing the efficacy change. No further complications were reported.